Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter within an exactamix syringe inlet. The particulate matter was discovered before opening the pouch prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, e1: initial reporter facility name, h3, h6, h7, h9, h11. H11: the actual device was received for evaluation. Visual inspection was performed and particulate of foreign matter was identified within the tubing on the inlet. The reported condition was verified. The cause was related to a supplier issue during manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.